Manufacturer narrative:
Initial reporter name and address- postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a advance 35 lp low profile balloon catheter ruptured. The device was inserted via femoral access to treat lesion in the superficial femoral artery. The vessel was calcified. The balloon was inflated once for an unknown duration using an inflation device before rupturing. The balloon was removed from the patient, and another device was used to continue the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, a advance 35 lp low profile balloon catheter ruptured. The device was inserted via femoral access to treat lesion in the superficial femoral artery. The vessel was calcified. The balloon was inflated once for an unknown duration using an inflation device before rupturing. The balloon was removed from the patient, and another device was used to continue the procedure. There have been no adverse effects to the patient reported. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, instructions for use, specifications, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was noted for the same lot and failure mode. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The document review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which warns ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ the IFU further states, ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ based on the available information, cook has concluded that this event can be attributed to the patient¿s calcified anatomy. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.